Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. Only partial device lot/batch details were received for the investigation, no details have been provided for the r3 liner, the bhr modular head, the modular sleeve and r3 shell reportedly involved in this incident, only a partial manufacturing record review of the anthology stem and assessment of the reported event can be performed. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released anthology stem devices involved met manufacturing specifications at the time of production. No relevant clinical supporting documents were provided to conduct a thorough medical assessment of the reported thigh and groin pain. Without the surgical findings, medical documents, x-rays, or explants for analysis the root cause of the reported pain cannot be definitively concluded. The future impact to the patient cannot be determined. Based on the information provided no further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed.